Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient said their old regular fitness tracker that did not monitor their heart rate affected the telemetry of the patient programmer (pp) and the ins. Patient said they were unable to connect to the ins using the pp while their fitness tracker watch was on. The patient eventually determined that the fitness tracker watch was the cause because they removed it and then they were able to connect. The patient said they received a newer fitness tracker watch with a heart rate monitor and noticed that it would affect their implanted device. The patient said they could feel the stimulation vibrating all the time, and it was "upsetting everything." The patient tried lowering their stimulation, but it did not resolve. The patient later took off their fitness tracker watch to resolve the issue. It was reviewed that both instances were unexpected. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event should be both adverse event and product problem. If information is provided in the future, a supplemental report will be issued.